Event description:
The hta machine did not pass cavity assessment test. Another cassette was used. This also did not pass. A different type of machine brought in and procedure was finished. The machine was tagged. Hta genesys. Disposable apparatus sequestered and hta unit sent to biomedical department. Company representative acknowledges that the failure was due to disposable cassette and is arranging at no cost to the hospital a replacement disposable unit. Mid-may: risk released device to biomed, biomed tested, no problems found, all required tests are within normal operating parameters, returned to service.